Event description:
It was reported that the insulin pump was delivering 6.0 units of insulin every hour for about 4 hours. It was stated that the insulin pump was checked by the school nurse and found the boluses as a normal bolus. It was stated that the customer did not program these bolus. Reviewed the bolus history and found four boluses of 6.0 units. Advised that the customer should discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.